Event description:
Provider states that the consumer went to unplug their chair this morning and noticed the charger was hot to the touch. Provider went out to observe the chair and noticed that the charger had wires that were pulled away.